Manufacturer narrative:
(B)(4) - supplemental MDR - label content incorrect. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that bd syringe oral 3ml clear label content was incorrect. Rcc received a complaint via email. Caller states one of his customers called stating that they ordered 3ml clear oral syringe 305220. The label on the packaging states 1ml clear oral syringe but there is a 3ml clear oral syringe inside of the packaging. Customer wanted to know if there are any recalls on this product and is it safe to use. Lot#: 5010407.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.